Event description:
It was reported that during use of the ss ext/1y/mp/std/20cm/pb the smart site connector and the ex-tubing was cracked. The following information was provided by the initial reporter, translated from japanese to english: the connection of the smart site connector and the ex-tubing was cracked.

Manufacturer narrative:
Investigation summary: when we checked the actual product we found that the connection between the smart site at the end and the tube was damaged. In addition, this product was subjected to an external appearance inspection immediately before being put into individual packaging, and no abnormalities were observed. In addition, no abnormalities were found in the shipping tests of all production lots in the past (the relevant jis airtightness standard: 150 kpa, no water leakage was observed when pressurized for 15 minutes. Sampling inspection n = 8). Since the shape of the damaged part matches the curved part of the end face of the one-touch clamp this event caused an excessive load in the bending direction when the one-touch clamp was moved to the connection part during use and climbed up. It was presumed that the tube was damaged due to the hanging. In order to prevent the one-touch clamp from climbing over the connection, the specifications have been changed so that a coated tube can be attached to the connection as a one-touch clamp stopper from production. No anomaly found on DHR.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the ss ext/1y/mp/std/20cm/pb the smart site connector and the ex-tubing was cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: the connection of the smart site connector and the ex-tubing was cracked.